Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter displayed an "error 5" message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the reporter was unwilling to be reached by phone for additional information. The reporter stated that the alleged error message began to appear on (B)(6) 2015, one hour prior to contacting lfs. The patient is on insulin pump therapy. The reporter claimed the patient did not make any changes to her usual diabetes management regimen when she was unable to obtain a blood glucose result due to the error message appearing. The reporter stated that the patient developed "hyperglycemia" one hour after the alleged issue began and that she self-treated with 3.6 units of humalog insulin. The reporter claimed that a blood glucose test was performed on another device (unknown brand) one hour after the alleged issue began and a result of "402 mg/dl" was obtained. At the time of troubleshooting, the customer service representative (csr) walked the reporter through a retest and the alleged issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.